Event description:
The customer contact reported retrograde flow while the backcheck valve was in use. The patient was receiving 1000ml of 0.9% normal saline via the primary set and 50ml of zosyn via the secondary set. The nurse reported that shortly after the secondary delivery was started, "turbulence" was noted in the primary set's drip chamber and a "slight swirling" in primary solution container. Additionally, the secondary container began to empty quickly. The nurse clamped both tubing sets. The therapies were resumed using new solution containers, new tubing sets and a replacement device. There were no reported adverse patient effects. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.